Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain. It was reported the patient wasn't receiving drug an received an error code of 8476 (motor stall). No further complications anticipated.

Event description:
Additional information received from a consumer on (B)(6) 2017 reported patient was receiving morphine with an unknown dose and concentration. It was noted that patient saw code 8474 on personal therapy manager, and reviewed it was for a motor stall. It was noted that patient has not had any tests or scans recently. It was noted that they thought patient's last refill was on (B)(6) 2016. It was noted patient was not getting a bolus/personal therapy manager was not giving the patient a bolus. It was reviewed to follow up with healthcare professional (hcp). No symptoms reported. Event date was noted as (B)(6) 2017. No further complications were reported.